Event description:
The customer stated that the alarm powers on and there is no alarm tone when the magnet is taken off of the alarm. There is no alarm tone when weight is taken off of the bed sensor. There was no pt injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product shows that alarm case has damage; however, all functions tested and passed.